Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that low impedance was observed on all channels of the pulse generator. No patient symptoms were reported and the patient was noted to not be dependent. The device remained implanted. No resolution was reported.

Event description:
Additional information from a follow-up on (B)(6) 2015 reported that low impedance was still observed across all channels of the pulse generator. A device download was attempted but unsuccessful. The device remained implanted and the patient would continue to be monitored.